Event description:
It was reported that a malfunction alarm occurred with the pump, displaying a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and instructed the customer to continue using the pump while advising them to call back if the malfunction code recurred.